Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an amplatzer duct occluder ii 5mm dia 6mm was selected for an implant on (B)(6) 2022. During the procedure, device disc was not opening up properly. Device was removed from the patient prior to release from the delivery cable. There is no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A non-abbott device was selected and implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Some possible causes of device deformity include use of an incorrect size sheath, anatomical interference, and angulation/bends in the sheath. Information from the field indicated that there was no interaction with cardiac structures or any angulation or kink in the delivery system. The field also indicated that the correct size delivery system was used. The cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no other complaints on this batch. There is no indication of a product quality with respect to labeling, design, or manufacture